Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was believed the patient was having an opioid overdose. The patient had responded to narcan x2. The patient name and serial number of the pump were not provided. It was also noted the name of the drug in the pump was not available, but it was later noted the pump was delivering morphine. Additional information has been requested, but was not available as of the date of this report.